Manufacturer narrative:
One fast-cath¿ transseptal guiding introducer swartz was received for investigation. The sheath distal tip had been torn and a section was detached; the detached section was not returned. The sheath was flushed with fluid and the dilator was inserted and successfully advanced through the entire length of the sheath. A small gap was noted at the dilator/sheath transition. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath tip damage is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming a split introducer with a detached piece of the device.